Event description:
It was reported that following an MRI where the device was placed into MRI mode, the patient lost their patient controller and was unable to disable MRI mode. Troubleshooting was initially unsuccessful in resolving the issue; however, the patient was able to find their controller and disable MRI mode.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. This device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.